Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. User error contributed to the event because the result was flagged abnormal reaction error and should not have been reported. The xpandplus operators guide states that for a result with an abnormal reaction flag: "this result cannot be reported. If the sample is fimbriated, centrifuge the sample and rerun. If the sample is not fimbriated or the error persists, call the technical assistance center." . The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A falsely elevated troponin I result was obtained on patient sample. The result was reported to the physician even though the result had an abnormal reaction flag and should not have been reported. The sample was repeated and a negative result was obtained. The patient was admitted to the hospital. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.